Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with an octaray mapping catheter and a piece of material was wrapped around the base splines of the octaray mapping catheter when it was pulled out of the agilis sheath. It looked like a piece of blue cloth lint. No other material was found along the catheter. No issues were reported during the procedure. No visible damage was reported to the catheter. They will return the catheter and the material for analysis. The device evaluation was completed on 27-oct-2025. The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual inspection of the returned device revealed no damage or anomalies on the device. The base of the splines was inspected and no foreign material was detected. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The foreign material issue reported by the customer could not be confirmed during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with an octaray mapping catheter and a piece of material was wrapped around the base splines of the octaray mapping catheter when it was pulled out of the agilis sheath. It looked like a piece of blue cloth lint. No other material was found along the catheter. No issues were reported during the procedure. No visible damage was reported to the catheter. They will return the catheter and the material for analysis. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 20-oct-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).